Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s daughter that the patient¿s device alarmed for a minute and a half. Follow-up was conducted with the clinic and from the information obtained it was reported that the alert was triggered due to high impedance on the atrial lead. Programming was done and the atrial lead remains in use. No patient complications have been reported as a result of this event.